Manufacturer narrative:
The follow-up MDR was likely submitted prior to 28feb2020 (on-time); however, we do not have access to FDA acknowledgements at this time, and sent it a second time to ensure receipt. Associated medwatch-reports: 9610612-2019-00827 (400454117 gd672). Manufacturing site evaluation: up to now, we did not receive the products for investigation. Ref.code device name batch gd672 microspeed uni motor cable f/foot ctrl. Unknown hs-220-13-t toller fissure burr 50x1.6mm tc (pak5) unknown failure description - no product at hand, therefore a failure description is not possible. No pictures available. Batch history review - due to the fact that a lot number was not provided, a review of the device history records must remain incomplete. Conclusion and root cause based on the information available as well as based on our experience the root cause of the failure is most probably related to an overload use and to an insufficient maintenance/reprocessing of the devices. Rationale - due to the fact that we did not receive the handpiece to date, a clear conclusion can not be drawn. However, based on our experience it is possible that a breakage of the ball bearings led to the heating of the handpiece. A breakage of the ball bearings could be caused by an insufficient reprocessing or an overdue maintenance (wear and tear). Notes regarding the maintenance and checks can be found within the instructions for use (IFU), see below: -inspection, maintenance, and checks: allow the product to cool to room temperature; inspect the product after each cleaning and disinfecting cycle to be sure it is clean, functional, and undamaged; prior to sterilization, spray with aesculap-sterilit oil spray gb600 with adaptor for approx. 1 second; check the product for any damage, abnormal running noise, overheating or excessive vibration; inspect tools for broken, damaged or blunt edges; set aside the product if it is damaged; prior to an exteneded period of non-use, store attachments cleaned, maintained and dried according to the instructions - maintenance: to ensure reliable operation, the product must be maintained at least once a year. Corrective action - according to sop sa-de13-m-4-2-04-000-0 (preventive action and corrective action) a CAPA is not necessary.

Manufacturer narrative:
Associated medwatch-reports: 9610612-2019-00827 ((B)(4) gd672). Manufacturing site evaluation: up to now, we did not receive the products for investigation. Ref.code device name batch gd672 microspeed uni motor cable f/foot ctrl. Unknown hs-220-13-t toller fissure burr 50x1.6mm tc (pak5) unknown failure description - no product at hand, therefore a failure description is not possible. No pictures available. Batch history review - due to the fact that a lot number was not provided, a review of the device history records must remain incomplete. Conclusion and root cause based on the information available as well as based on our experience the root cause of the failure is most probably related to an overload use and to an insufficient maintenance/reprocessing of the devices. Rationale - due to the fact that we did not receive the handpiece to date, a clear conclusion can not be drawn. However, based on our experience it is possible that a breakage of the ball bearings led to the heating of the handpiece. A breakage of the ball bearings could be caused by an insufficient reprocessing or an overdue maintenance (wear and tear). Notes regarding the maintenance and checks can be found within the instructions for use (IFU), see below: -inspection, maintenance, and checks: allow the product to cool to room temperature; inspect the product after each cleaning and disinfecting cycle to be sure it is clean, functional, and undamaged; prior to sterilization, spray with aesculap-sterilit oil spray gb600 with adaptor for approx. 1 second; check the product for any damage, abnormal running noise, overheating or excessive vibration; inspect tools for broken, damaged or blunt edges; set aside the product if it is damaged; prior to an exteneded period of non-use, store attachments cleaned, maintained and dried according to the instructions - maintenance: to ensure reliable operation, the product must be maintained at least once a year corrective action - according to sop sa-de13-m-4-2-04-000-0 (preventive action and corrective action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with micro-line straight. It was reported that the patient acquired a burn to the right side of his mouth. There was a minimal delay to the procedure as they open a new drill and set it up. A revision surgery was not necessary. An additional medical intervention was not necessary. Additional information was not provided. The adverse event is filed under aag (B)(4). Associated medwatch-reports: 9610612-2019-00827 ((B)(4) gd672).